Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, during oblique lumbar interbody fusion surgery (3-level), when the surgeon performed olif at l4-5 and tried to fix the rigid flexible arm after incision at l3-4 was made, it could not to be fixed. The lower arm lost its function. The device also lost its washer, which should be attached to the portion opposite to its handle, and its screw protruded from the device. The device came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :unable to replicate customer concern; functional evaluation of the instrument found the instrument able to be securely tightened. The instrument appears to be capable of performing its intended function.